Event description:
A nurse reported that a study participant involved in a (B)(6) clinical trial noted that some time in (B)(6) 2011, after wearing the sensor for five days without incident, when they removed it part of the sensor was left in their arm. The subject removed the part of the sensor that remained using tweezers and noted everything was "fine". No third-party medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the malfunction actually occurred is unknown. The date of manufacture is unknown. (B)(4).